Event description:
It was reported that a non-dehp y-type catheter extension set leaked at the connection site between the line and the end connector. The issue occurred when drug was running, during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. E1: initial reporter phone no. (Additional): (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d4 (lot, expiration date, UDI), d9, h3, h4, h6 (update codes), h11. H11: the actual device was provided for evaluation. A visual inspection of the actual sample did not identify any abnormalities that could have contributed to the condition. Pressure and clear passage under water testing were performed; a leak was observed between the luer and tubing. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.